Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette had a connection issue with the heater bags, which became disconnected. This occurred during fill cycle three of four of peritoneal dialysis therapy. The technical service representative assisted the home patient in ending therapy. There was patient involvement, however, there was no patient injury or medical intervention reported. Additional information was requested and is not available.